Manufacturer narrative:
(B)(4). Evaluation, results: (were bilateral short (1.5-2 cm) common iliac arteries with some severe tortuosity and moderate calcification). Evaluation, conclusion: (were bilateral short (1.5-2 cm) common iliac arteries with some severe tortuosity and moderate calcification).

Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. There were bilateral short (1.5-2 cm) common iliac arteries with some severe tortuosity and moderate calcification. It was reported that the physician inserted device and it went midway into the left iliac artery and the device kinked. The delivery system was removed from the pt and another talent stent graft was used to successfully complete the case. No clinical sequelae were reported, and the pt is fine.